Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they had a problem with their recharger. Patient clarified the cord was getting really hot and burning them. Agent tried to clarify with patient if recharger actually burned them or if patient was just referring to recharger getting hot and patient just said they had to put something between the cord and their skin or it would burn them. Patient also mentioned the bare cord was showing. Patient said the issue started about 2-3 days ago and the cord started getting warm and then got hotter, so patient had to stop charging and now they were miserable without the implanted neurostimulator. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of 97755 serial # (B)(6) recharger found no anomalies were visually observed. Found no issues with finding or charging ins. Electrical failure no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.